Event description:
Same as manfactures's report# 6000093-2006-00636 tap it was reported as 150 days after implantation of a 2.50x24 mm and a 2.50x16 mm taxus express2 drug stent, in-stent restenosis occurred. During the initial procedure, the target lesions were located in the mid to distal left anterior descending (lad) artery and the obtuse marginal (om) branch of the circumflex artery. The om had a pre-intervention stenosis of 60% proximally and 99% in the mid portion of the vessel. The lad had pre-intervention stenosis of 80%. After ballon dilation, a 2.50x24 taxus stent was deployed in the om and a 2.50x16 mm taxus stent was deployed in the lad. A post intervention stensois of 0% was reported for both lesions. No information was reported concerning the calcification or tortuosity of the vessel. No information was reported concerning patient medications used before. During or after the procedure, or patient complications. The patient presented 158 days after the initial procedure with an in-stent restenosis of 90% in the om and 75% in the dipotal lad. A 2.50x24 mm taxus stent was deployed in the om and a 2.50x24 mm taxus stent was deployed in the lad. A post-intervention stenosis of 0% reported concerning patient complications.